Event description:
Customer alleged, the lancet needle will not retract in the softclix lancing device. No accidental sticks were reported. A request was made for the return of the suspect device and replacement product was sent.